Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f38 alarm (malfunction in tube misloading detection circuitry). This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a review of the alarm log did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.